Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer alleged over delivery because the blood glucose was lower than normal. The customer stated that the blood glucose level went down even though they did not bolus full amount of insulin. The blood glucose level during call was reported 222 mg/dl. The blood glucose reading during incident was in range of 80 mg/dl to 90 mg/dl. It was also reported that customer had colitis and was taking medication for that. The customer did the troubleshoot for over delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.